Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels "around 200" (mg/dl) for a few days; however, no specific bg levels were provided. Reportedly, customer has an unspecified infection that requires antibiotic treatment and believes that this may have caused elevated bg levels. Customer administered boluses, exercised, and adjusted basal settings to treat bg levels.